Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. The product is in possession of the hospital and is not expected to be returned.